Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification. Accuracy test failed with original piston foam; however passed with test article piston foam. Temperature confirmation test passed. Inspection of the door assembly revealed deteriorated door piston foam. The assignable cause for the reported rite issue was determined to be insufficient door piston foam. Scrap door piston foam. Device will be sent to servicing.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. No patient involved.